Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3708660 , serial# (B)(4), implanted: (B)(6) 2013, product type: extension. Product ID: 3708660, serial#(B)(4), implanted: (B)(6) 2013, product type: extension. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare professional (hcp) via a manufacturer representative (rep) reported that a low impedance of 33 ohms was measure on an extension during an ins replacement. The low impedance was observed on electrode pair 0<(>&<)>1 after connecting the new ins. Pre-operative impedances were reportedly normal. The extension was wiped with a clean gauze pad and placed in the ins, but it did not resolve the issue. The therapy impedance was 853 ohms at 2.455 milliamperes. No medical symptoms were reported. No further complications are anticipated. The patient was implanted for parkinson's dual and movement disorders.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) via a manufacturing representative. It was stated that the cause of the low impedance was not determined.